Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image is consistent with the reported broken sheath. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during central processing, a maryland bipolar forceps instrument had a complete broken sheath. Last use of the instrument was the previous day during a radical cystectomy procedure. The case was finished as expected with intact and functional instrument, according to the nursing team and residents who completed the case. No fragment fell into the patient and there was no injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 0.167" from the distal tip. No material was found missing. Components adjacent to this broken main tube does not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.